Manufacturer narrative:
The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. The root cause for the reported complaint could not be determined. No sample was returned for analysis. The company intraocular lens (iol) with the company pre-loaded delivery system product information document outlines several factors that could impact successful iol delivery outcomes, including: qualified ophthalmic viscosurgical device (ovd) use: for optimal iol delivery, use a company qualified ovd with the autonome¿ delivery system. Company has rigorously tested these products to ensure their ideal interaction with the iol and lens delivery components. Use of a non-qualified ovd or substitute product may compromise this compatibility, potentially increasing the risk of nozzle damage, iol damage, and/or other complications during use. Prompt iol implantation: implant the iol within one (1) minute after positioning it at the pause location on the nozzle. Leaving the iol at this location for longer may increase the risk of iol folding/unfolding issues, iol damage, nozzle damage, and/or other complications during use. Appropriate temperature: the autonome¿ delivery system and company-qualified ovds should be used at operating room temperatures between 18°c (64 °f) and 23 °c (73 °f). Allow both the system and ovd to reach operating room temperature for at least 30 and 20 minutes, respectfully, before use. Colder temperatures can increase the ovd viscosity, creating greater resistance during iol delivery. Warmer temperatures may cause the iol to become excessively pliable, potentially affecting proper haptic folding and unfolding. Either of these situations can increase the risk of haptic issues, iol damage, nozzle damage, and/or other complications during use. Sufficient ovd volume: fill the autonome¿ delivery system with a company qualified ovd through the designated ovd port until ovd is observed flowing to the distal end of the nozzle tip. Insufficient ovd volume may compromise iol coverage within the nozzle lumen, increasing the risk of iol folding/unfolding issues, iol damage, nozzle damage, and/or other complications during use. Additionally, do not attempt to add ovd to the device after the lock-out assembly has been removed, or lens damage may result. To maximize iol delivery success, precise adherence to the information provided in the company iol with the company pre-loaded delivery system product information document is crucial. Any deviation may potentially lead to haptic issues, iol damage, nozzle damage, and/or other complications during use. Based on these investigation findings, we are unable to verify if the product contributed to the event. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported with a description of lens not folding correctly, leading haptic folds underneath lens, folds backward/twisted. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).